Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use. During the procedure, once the device was outside the patient, it was observed that when the physician tried to carve the nrg needle into a shape, its tip got bent and broken. Thus, the device was replaced, and the procedure was completed. No patient complications were reported. Device is not returning as it was discarded in facility.